Manufacturer narrative:
Please note that the gender of the patient is unknown. Continued from concomitant devices: balloon (3*100cm saber pta); and balloon (6*40 nse, goodman). (B)(6). This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00479 and 9616099-2016-00480. The balloons of a 5x100mm and a 5x150mm saberx balloon catheter ruptured before nominal pressure. The procedure was completed with stenting a post-dilation. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the left external iliac artery. The lesion was not calcified and moderately tortuous. The rate of stenosis was 90%. A brachial approach was made towards heavily calcified external iliac artery. It is unknown if the guidewire was able to cross the lesion without difficulty. A 3x100cm saber pta catheter performed pre-dilatation. Another non-cordis balloon (6x40) was inflated in the common femoral artery. Then, the two saberx balloons were delivered to the lesion to perform pre-dilatation. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, both ruptured before reaching to their nominal pressure. It was unknown if the catheters were ever in an acute bend or kink during use. It is unknown if the balloons initially inflated normally before rupture. It is unknown if the balloon catheters were removed easily from the patient; however, they were removed intact (in one piece). There is no information on whether another pre-dilation balloon was used. A smart stent was placed in the lesion and a 5x150mm saber pta catheter performed post-dilatation. The procedure finished successfully. There was no reported patient injury. There was no difficulty removing the saberx balloons from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17381999 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate tortuosity and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloons of a 5x100mm and a 5x150mm saberx balloon catheter ruptured before nominal pressure. The procedure was completed with stenting a post-dilation. There was no reported patient injury. They will not be returned for analysis. The patient&#62688;information was unknown. The target lesion was the left external iliac artery. The lesion was not calcified and moderately tortuous. The rate of stenosis was 90%. A brachial approach was made towards heavily calcified external iliac artery. It is unknown if the guidewire was able to cross the lesion without difficulty. A 3x100cm saber pta catheter performed pre-dilatation. Another non-cordis balloon (6x40) was inflated in the common femoral artery. Then, the two saberx balloons were delivered to the lesion to perform pre-dilatation. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, both ruptured before reaching to their nominal pressure. It was unknown if the catheters were ever in an acute bend or kink during use. It is unknown if the balloons initially inflated normally before rupture. It is unknown if the balloon catheters were removed easily from the patient; however, they were removed intact (in one piece). There is no information on whether another pre-dilation balloon was used. A smart stent was placed in the lesion and a 5x150mm saber pta catheter performed post-dilatation. The procedure finished successfully. There was no reported patient injury. The products were clinically used. There was no difficulty removing the saberx balloons from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown.